Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("bleeding"), carpal tunnel syndrome ("carpal tunnel syndrome") and autoimmune thyroiditis ("hashimoto's disease/ chronic lymphocytic thyroiditis") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 in 2007 and vaginal delivery. Concurrent conditions included body mass index normal, smoker, alcoholic (<10 drinks/wk (low risk)), menometrorrhagia and paratubal cyst. Family history included myocardial infarction, cerebrovascular accident, transient ischemic attack, stroke, hypertension, migraine and thyroid disorder. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2008, ethinylestradiol;etonogestrel (nuvaring) from 22-sep-2011 to 24-jun-2013, levothyroxine, probiotics [umbrella term] and vitamins nos (multivitamins). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), mood swings ("mood swings"), hirsutism ("facial hair"), polycystic ovaries ("polycystic ovary syndrome"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headaches"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses/ abnormal bleeding(menorrhagia)"), back pain ("severe back pain"), abdominal pain lower ("lot of lower abdominal pain"), depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems:anxiety"), rash generalised ("rashes or skin condition type: general skin rash"), fatigue ("fatigue/dizzy"), headache ("headaches"), dizziness ("dizzy"), daydreaming ("absent minded"), dysgeusia ("wiered metallic taste in mouth"), carpal tunnel syndrome (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant) and polymenorrhoea ("periods have changed drastically heavier and sometimes twice a month"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, migraine, alopecia, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, abdominal pain lower, vaginal haemorrhage, depression and fatigue had resolved, the abdominal distension, mood swings, hirsutism, polycystic ovaries, anxiety, rash generalised, nausea, vaginal discharge, weight increased, headache, dizziness, daydreaming, carpal tunnel syndrome and polymenorrhoea outcome was unknown and the autoimmune thyroiditis had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, carpal tunnel syndrome, daydreaming, depression, dizziness, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hirsutism, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, polycystic ovaries, polymenorrhoea, rash generalised, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about 2014. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following ones were reported via social media: dizziness, fatigue, daydreaming, dysgeusia,polymenorrhoea most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received. Reporter's information was updated. Pt updated for event 'rash'. Updated outcome of events pelvic pain, lower abdominal pain, fatigue, depression, abnormal bleeding (vaginal). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pain"), carpal tunnel syndrome ("carpal tunnel syndrome") and autoimmune thyroiditis ("hashimoto's disease chronic lymphocytic thyroiditis") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2007 and vaginal delivery. Concurrent conditions included body mass index normal, smoker, alcoholic (<10 drinks/wk (low risk)), menometrorrhagia and paratubal cyst. Family history included myocardial infarction, cerebrovascular accident, transient ischemic attack, stroke, hypertension, migraine and thyroid disorder. Concomitant products included antidiarrhoeal microorganisms (probiotics), levothyroxine, multivitamins and nuvaring from (B)(6) 2011 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), mood swings ("mood swings"), hypertrichosis ("facial hair"), polycystic ovaries ("polycystic ovary syndrome"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses/ abnormal bleeding(menorrhagia)"), back pain ("severe back pain"), abdominal pain lower ("lot of lower abdominal pain"), depression ("psychological or psychiatric problems:depression"), anxiety ("psychological or psychiatric problems:anxiety"), rash ("rashes or skin conditions"), fatigue ("fatigue/dizzy"), headache ("headaches"), dizziness ("dizzy"), daydreaming ("absent minded"), dysgeusia ("wiered metallic taste in mouth"), carpal tunnel syndrome (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant) and polymenorrhoea ("periods have changed drastically heavier and sometimes twice a month"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy), surgery (total hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, migraine, alopecia, dysmenorrhoea, menstrual disorder, menorrhagia and back pain had resolved, the pelvic pain, abdominal pain lower, abdominal distension, vaginal haemorrhage, depression, anxiety, rash, nausea, vaginal discharge, fatigue, weight increased, headache, dizziness, daydreaming, carpal tunnel syndrome and polymenorrhoea outcome was unknown and the autoimmune thyroiditis had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, carpal tunnel syndrome, daydreaming, depression, dizziness, dysgeusia, dysmenorrhoea, fatigue, headache, hypertrichosis, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, polycystic ovaries, polymenorrhoea, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about 2014. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following ones were reported via social media: dizziness, fatigue, daydreaming, dysgeusia,polymenorrhoea. Most recent follow-up information incorporated above includes: on 12-feb-2018: fu from pfs+mr: new events: mood swings, hypertrichosis, polycystic ovaries, vaginal haemorrhage, depression, anxiety, rash, nausea, pelvic pain, vaginal discharge, fatigue, weight increased, abdominal distension, headache, dizziness, daydreaming, dysgeusia, abdominal pain lower, carpal tunnel syndrome, autoimmune thyroiditis, polymenorrhoea were added. Reporter, patient demographic information, all other relevant history updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), alopecia ("hair loss"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses") and back pain ("severe back pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, migraine, alopecia, dysmenorrhoea, menstrual disorder, menorrhagia and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about 2014. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.